Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl) and 197 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.